Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was in 90-271 mg/dl range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.